Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted liver cystectomy procedure the ultrasonic tip of the harmonic ace instrument broke off during activation/use at low power. The broken piece was retrieved during the same procedure and placed the jar with the red lid. No additional incisions or surgeries has been performed.